Event description:
Approximately two days post transfemoral tavr procedure, fluoroscopy confirmed the 26mm sapien xt valve had embolized into the ventricle. The sapien xt valve was explanted and replaced with a mechanical valve. The patient tolerated the surgical procedure well. Pre-tavr, the patient had a depressed, dilated lv with an ef of 25-30%. Valve sizing was a concern as the CT was of poor quality and measurements varied. An intra-operative 3d tee revealed an annular area of 490-510 mm2 and bav with contrast injection using a 25 x 4 mm z-med 2 bav balloon was done to further assess. During full balloon inflation, contrast was injected and there was an absence of leak around the balloon. The site then moved forward with a sapien xt with one additional ml of volume added. The device was positioned 50:50 and implanted under rapid ventricular pacing. Moderate leak was noted and the placement appeared to be 50:50 based on calcific landmarks and tee. The valve was post-dilated with an additional 1ml of volume and the leak was reduced to trace-mild. All equipment was removed and the patient was transferred to the ICU in stable condition. Post-operative review of the case imaging [CT and pre-tee] by an edwards proctor concluded that the annulus size was in the upper range for the 26mm valve, and the left ventricular outflow tract was extremely enlarged. The sapien xt was deployed a little low in the annulus (40% aortic, 60% ventricular), as shown by both angiogram and tee, which was probably not adequate considering the annulus and lvot size.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the event was attributed to valve undersizing and low placement in relation to the patient¿s anatomy. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.